Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, when attempting to retract the protective sleeve and turn off deflection, the catheter sprung upward. The right ventricular leadless pacemaker (vlp) was unscrewed and retracted back into the protective sleeve. However, it was discovered that the helix stretched. The vlp was removed and replaced. There were no patient consequences.